Event description:
Physician report of an allergic reaction. The patient has had insidious swelling around the eye. This patient was treated with cosmoderm to the nasolabial folds. The physician prescribed predforte eye drops and oral prednisone. Both the physician and patient are not certain of the etiology of this reaction but at this point they have not ruled out the cosmoderm treatment. Further follow up with the physician notes the patient disclosed the use of an antibiotic of which was started around the same time of treatment. The antibiotic is a cycline which is known to have a side effect of angioedema. This physician prescribed a medrol dosepak with very little resolution of symptoms. The patient is now seeing an allergist. The physician reiterated that it is still not certain if the cosmoderm is the source of this patient's allergic reaction. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.